Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "efficacy and safety of therapeutic endoscopic retrograde cholangiopancreatography in the elderly over 80 years" the literature reported the result of 624 patients with choledocholithiasis combined with gallbladder stone of endoscopic retrograde cholangiopancreatography (ercp) procedure using the olympus tjf-240 or tjf-260v between june 2006 and april 2014. In the literature, it was reported complication as follows; asymptomatic hyperamylasemia (34 cases). Post-ercp pancreatitis (13 cases). Bleeding (4 cases). Perforation (1 case). Cholangitis (2 cases). Cardiopulmonary complications (12 cases). Mortality (1 case). There are not mentioned that these complications were related to the product in question. In addition, one case of the mortality, the author stated "no procedure-related cause". Omsc assumes that only perforation might be related to the subject device since the subject device was used for the procedure. Therefore, omsc assumes that the 1 case of perforation was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the 1 case of perforation.